Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-06871. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06871. It was reported that the patient experienced ineffective stimulation. Diagnostic testing was performed nad one of the patient's leads had high impedances. Surgical intervention may be planned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.